Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. Chemo drug when connected started back priming tubing used: infusomat space pump IV set lot # 0061916006 exp: 10/31/2026 on (B)(6)2024 at 1135. The primary 250 ml IV bag of d5w was lowered per protocol. Then oxaliplatin was connected to the primary tubing at the y site with a equashield closed system transfer device luer lock adaptor 2 swivel per protocol. The IV pump was off. When the oxaliplatin was unclamp, the oxaliplatin started back priming into the primary d5w IV bag. The oxaliplatin IV bag was clamped to stop the backing priming. The oxaliplatin was disconnected from the patient and returned to pharmacy to be remixed. The rest of the IV set-up was disconnected from the patient and discarded. A new primary was set-up and connected to the patient. The primary 250 ml IV bag of d5w was clamped and then was lowered per protocol. Then oxaliplatin was connected to the primary tubing at the y site with a equashield closed system transfer device luer lock adaptor 2 swivel per protocol. The IV pump was off. When the oxaliplatin was unclamped, it did not back prime into the d5w IV bag. The pump was programmed, and the patient's oxaliplatin infusion was started as ordered per protocol and administered. Ref report: mw5156431.